Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5, reference MFR report#3006705815-2018-00921. Reference MFR report#3006705815-2018-00923. Reference MFR report#1627487-2018-04178. Reference MFR report#1627487-2018-04180. It was reported that the patient experienced infection at the scs lead and scs ipg sites. Patient has been on oral antibiotics. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 5. Reference MFR report#3006705815-2018-00921. Reference MFR report#3006705815-2018-00923. Reference MFR report#1627487-2018-04178. Reference MFR report#1627487-2018-04180. Additional information identified that infection was effectively treated with oral antibiotics. Reportedly, therapy was restored post-operatively. The infection site has not healed completely.